Event description:
It was reported by service report that the customer alleged that the jack could not be raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.